Event description:
It was initially reported that the patient had begun having bradycardia a couple months before the initial report. The patient's heart rhythm was normal but his heart rate was 36 bom when it was typically about 72 bpm. The patient exercises a lot, and there have been no medication or programming changes that could have caused the event. The patient's generator was disabled to evaluate the relationship to vns but the patient continues to have bradycardia, the patient was referred to a cardiologist. The patient's brother also contacted the manufacturer and indicated that the patient may have a pacemaker implanted. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received from the psychiatrist's office. The primary care physician referred the patient to the psychiatrist has he saw the bradycardia and was concerned it was related to vns. The patient was seen (B)(6) 2012 (date of the initial report) and the physician disabled the patient on that date. The patient returned on (B)(6) 2011 (still disabled) and the bradycardia was still present. There was no setting change that preceded the bradycardia. No further information was provided.

Event description:
Additional information was received that indicated the bradycardia was not related to vns and that the patient did not have a pre-existing condition.